Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the trackers on the imaging system were not visible to the navigation system being used for the procedure. The camera position and angle were changed without resolution. The imaging system was then rebooted which resolved the issue. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that th reported issue was unable to be replicated and the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.